Manufacturer narrative:
The referenced device was returned to olympus for service/repair. The customer¿s reported issue could not be confirmed. The device was tested and inspected; unit front panel is functioning normal. Air pump is working appropriately. Air pressure tested ok. Fan is running ok. Turn power on/off serval times without any issue. A worn out socket slider switch caused intermittent use of high intensity mode. Dusty on scope socket. A review of the repair history for the device shows no previous repair records. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
Olympus was informed by the clinical engineer specialist at the user facility via service inquiry that the customer evis exera iii xenon light source ¿is shutting itself ¿ the front panel lights are blinking and the slide for the front socket is pushed in - off the air pump is not turning on¿. No death, injury or harm was reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the power of the device turning off and the front panel led blinking could not be identified, nor could the phenomenon be confirmed/reproduced. However, it¿s likely the cause is related to the malfunction of the convertor and not the subject device. Olympus will continue to monitor field performance for this device.